Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized admitted in emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 to (B)(6) 2020 with blood glucose level was over 500 mg/dl. The customer was treated with intravenous insulin drip. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not used auto mode feature at time of high blood glucose event. The insulin pump will not be returned for analysis.